Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The target lesion was located in the severely calcified right coronary artery. The 3.0 x 28mm ion mr stent delivery system was advanced, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the stent moved on the balloon.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: there was blood and contrast in the guide wire lumen. The stent had moved on the balloon 3mm distally of the proximal markerband; there was no indication the device was subjected to positive (inflation) pressure. The location of the strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent moved on balloon and tip damage. A thorough analysis of the returned device could not confirm the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).